Event description:
The customer reported that the lh750 hematology analyzer generated falsely high eosinophil results (76.6%) and falsely low neutrophil results (18.7%) on the differential for one patient. The test results were accompanied by instrument-generated flags for results above (h) and below (l) expected patient limits, respectively. The erroneous test results were reported out of the laboratory. The physician questioned the test results and a manual differential was performed on the sample. Per the customer, the manual differential results recovered lower eosinophil (0%) and higher neutrophil results, which the customer believed to be correct. Other than the eosinophil count, the results of the manual differential were not provided. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for patient 1 of 2 on day 2 of 3 on analyzer 1 of 2. See MDR # 1061932-2011-01979 for patient 1 of 2 on day 1 of 3 on analyzer 1 of 2 and MDR #1061932-2011-01981 for patient 2 of 2 on day 3 of 3 on analyzer 2 of 2. An analysis of the test data associated with this patient sample indicated a strong neutrophil population and weak lymphocyte, monocyte and eosinophil populations. The rls (rotated light scatter) histograms did not provide good features (valleys and peaks) to separate monocyte, neutrophil and eosinophil populations. In addition, monocyte populations appeared close to typical neutrophil region; also the neutrophil populations appeared tin typical eosinophil region. Because of the weak populations and their shifted locations in the histogram, the algorithm misclassified monocytes as neutrophils and neutrophils as eosinophil populations. In summary, the root cause appeared to be due to the poor separation of populations on the rls histogram and the shifted location of population such that the software algorithm for the lh750 analyzer could not report correct neutrophil and eosinophil percentages. Field service was not dispatched for this event.